Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent post-dinner hyperglycemia lasting several hours followed by return to range with perceived risk of low glucose, despite announcing meals per best practices and frequently announcing during elevated readings. Symptoms included hyperglycemia with concern for subsequent hypoglycemia. Outcomes included no reported injury, no emergency care, and no hospitalization. Investigation included review of synced device reports and attempts to engage clinical support, and the case was assigned for additional training. Investigation of this case revealed no device malfunction identified from available data and cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.